Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d10, g4, g7, h1, h2, h3, h6, h10 d4: UDI # (B)(4). The complaint is confirmed. Visual evaluation of the returned implant confirmed fractured hinge post. Device was submitted for further analysis. Analysis determined that the fatigue caused the fracture. Multiple crack initiation sites were seen in the inner and outer edge of the fracture sample. Material analysis was conforming to the print specification. Also, the femur, articular surface, and poly box were returned. All these components show signs of use. The poly box was also damaged/fractured. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: fractured yoke component displaced in the anterolateral knee joint recess. Periprosthetic lucency at the interface of the distal femoral bone and the tibial component is noted, age indeterminate, and clinical significance indeterminate. Also, overall fit and alignment as well as bone quality appear normal. A definitive root cause cannot be determined. Per package insert: fracture, pain, instability are known adverse effects of this system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00585004201, distal femoral xt component, lot # 63876621, 00588000300, tibial component, lot # 63847191, 00585001296, poly insert, lot # 63751247. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00242, 0001822565 - 2020 - 00243, 0001822565 - 2020 - 00244.

Event description:
It was reported that approximately 18 months post implantation, the patient experienced a fall and suffered pain and instability. Upon x-ray imaging, it was identified that the yoke had fractured. Subsequently, the patient was revised and all fractured components were exchanged. During the revision, there was fluid noted in the knee joint and damage noted to the poly bearing. Attempts have been made and no further information has been provided.